Event description:
The complaint is reported as: "several therapists are complaining about a change in the tubing saying that it is crimping much easier than it used to. The therapist has to change it out in fear that the flow is not working to give patients their treatment." There was no report of patient harm or injury.

Manufacturer narrative:
The investigation report was incomplete at the time of this report.